Event description:
As a part of the us national covid-19 vaccine distribution effort, the us department of health and human sciences supplies various supplies to vaccine sites in shipments complementing shipment of vaccine vials. One of our vaccine clinic staff identified that one of the vanishpoint 1ml syringes in her inventory for a x/xx/2021 vaccine clinic date had a very short, slightly different appearing needle. Our pharmacy staff prepare all syringes on site, so this discovery occurred at the pharmacy preparation station when drawing up doses from a diluted pfizer­ biontech vial. Upon closer examination, the pharmacist realized the different needle was indeed shorter. The overwrap label was found and confirmed that this was indeed a 5/8" tb syringe needle, not the standard 1" vanishpoint our site has typically used. While the 5/8" length can be used with low body weight patients, it would not typically be appropriate for im administrations to ava and adult populations with normal or high body weights (1" or 1.5" needle lengths required based on cdc body weight cutoffs). In this case, inventory was checked and a total of 20 5/8" needles were sequestered out of the larger storage bins of vanishpoint 1" needles. The single dose drawn up in the 5/8" needle leading to this discovery was used for an appropriate body weight patient later in the clinic day, avoiding waste. (B)(6).